Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned to manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned products found that only one of the two products has loose particle matter blue in color in the sterile package. The ftir spectrum of the blue particle matter is consistent with the ftir spectrum of polyethylene. Device history record was reviewed and no discrepancies were found. Device history record was reviewed and no discrepancies were found. It was considered that the loose foreign particles were introduced during the packaging process. Therefore, a manufacturing deficiency is considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.